Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had scratches on the screen of the insulin pump. Customer's blood glucose level was 106 mg/dl. Customer stated that the screen is scratched and hard to read. Customer is declining a loaner pump because he is out in the middle of nowhere and does not want to reprogram an insulin pump numerous times with 15 settings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.